Manufacturer narrative:
B3: date is approximate with year validity. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that it had happened (the device moving) by itself and noted that they hadn¿t done anything. In response to the inquiry for what steps were or would be taken to resolve the issue, the patient replied that they didn¿t know what to do and that the issue had not been resolved. The patient also included their medical records. In notes from a (B)(6) 2021 x-ray of the right hip for right hip pain, it was noted that a battery pack was seen in the pelvis and an electrode wire overlies the mid pelvic region. The hcp impression of the radiograph was unremarkable. Also included were notes from a (B)(6) 2017 hcp visit for follow-up after a recent discharge from the hospital. The history of the patient's present illness was given as "the patient was recently hospitalized for severe back pain and urinary incontinence. Was found to have malfunction of bladder nerve stimulator due to low battery. The problems were unable to be fixed as no specialists were able to change the battery. The patient was discharged to follow up as out-patient." The general physical exam was noted to be "good." The hcp's assessment/plan for the low back pain was that they would get all lab report from hospital and that the pain was likely from the malfunction of the nerve stimulator. The hcp stated they were going to try to find specialists to check machine and replace the battery. The relevant past medical history noted was that the patient had sacral nerve stimulation--low battery since 2015 but no place to replace the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient(pt)'s ins has moved and reported it's almost all the way up to pt's waist and is giving pt a lot of problems. Pt inquired if their ins has reached eos due to amount of time ins has been implanted. Redirected pt to hcp to check implant status and discuss symptoms noted above. Agent asked for event date and pt stated "since the pandemic started". Pt will attempt to follow up with hcp. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.